Manufacturer narrative:
Device evaluated by MFR.: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal artery. After passing the guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres. Subsequently, another 1.5mm x 20mm x 142cm coyote es balloon catheter was used, but the balloon ruptured during second inflation at 9 atmospheres. The dilation was performed with non-boston scientific balloon and completed the procedure. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal artery. After passing the guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for percutaneous transluminal angioplasty. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres. Subsequently, another 1.5mm x 20mm x 142cm coyote es balloon catheter was used, but the balloon ruptured during second inflation at 9 atmospheres. The dilation was performed with non-boston scientific balloon and completed the procedure. No complications were reported.